Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: please confirm if the vendor is authorized by jnj. How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # t41u51, exp. Date: 2025-11-30. The t41u51 lot number is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed, however, no root cause could be determined for the suspect diversion. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was report that the product was suspected counterfeit. Further investigation will be initiated.